Event description:
Procedure: lap gastric bypass. Reportedly, upon final firing of enclosure of the gastrojejunostomy, the knife blade appeared to be pushing tissue and not cutting. Staples were observed to be malformed. Instrument firing was halted half way through cycle. Procedure converted to an open procedure. Surgeon hand sewed the anastomosis.